Manufacturer narrative:
(B)(4).in the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4),

Event description:
It was reported the patient's lead had migrated after a case of walking pneumonia and severe coughing. The patient's lead was explanted and replaced on (B)(6) 2016. The patient's effective therapy was restored and the issue was resolved.